Event description:
On (B)(6) 2014, this patient underwent endovascular treatment of an abdominal aortic aneurysm measuring 37mm in diameter and was implanted with gore® excluder® aaa endoprosthesis featuring c3® deployment system. The patient was also reported to be experiencing hypotension and was administered dopamines and IV fluids. On (B)(6) 2014, the patient was reported to be diagnosed with acute on chronic anemia and was transfused with 2 units prbc's. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2014. On (B)(6) 2015, the patient required in-patient hospitalization for treatment of a left groin would infection and received IV antibiotics. Additionally, the patient received wound care and underwent incision and drainage of the area. The cause of the groin infection was unknown but reported to be not related to the devices. On (B)(6) 2015, follow-up computed tomography angiography (cta) determined the maximum diameter of the aneurysm measured 33mm. On (B)(6) 2018, the patient expired. The cause of death was reported to be due to hepatoplulmonary syndrome with cirrhosis. There was no deficiency of the devices reported.

Manufacturer narrative:
H10: additional devices include: plc201400/13201942, UDI: (B)(4), plc201200/13209497, UDI: (B)(4). The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include, but are not limited to: infection (e.g., aneurysm, device or access sites), w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing and sterilization paperwork for the device verified the lot met all pre-release specifications.